Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an in-clinic follow up, a decubitus was observed at the cutaneous pocket. The device was successfully explanted and replaced due to normal eri. The patient's condition was good and stable before, during and after the operation.